Event description:
It was reported that the display screen of the programmer was partially not functioning, that in some areas of the screen the monitor had lost sensitivity to the touch pen and therefore certain functions were unable to be programmed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display overlay was then calibrated and replaced. Product ID 2067 radiofrequency head; product ID 229047 analyzer.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).